Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1807712, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the injector and a sample connector from lot 1904103. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text: see h.10.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) became disengaged from the connector during the infusion process. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "patient was receiving an infusion. Injector became disengaged from connector during the infusion. Possible tension on tubing upon disconnection of cstd."

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) became disengaged from the connector during the infusion process. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "patient was receiving an infusion. Injector became disengaged from connector during the infusion. Possible tension on tubing upon disconnection of cstd."

Manufacturer narrative:
Correction: additional information was received from the customer. The following fields have been updated: b.4. Describe event or problem: it was reported that the bd phaseal¿ optima injector (n35-o) became disengaged from the connector during the infusion process. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "patient was receiving an infusion. Injector became disengaged from connector during the infusion. Possible tension on tubing upon disconnection of cstd." D.1. Medical device brand name: bd phaseal¿ optima injector (n35-o). D.2. Medical device type: onb. D.2. Medical device catalog#: 515052. D.2. Medical device lot#: 1807712. D.3. Medical device manufacturer: becton dickinson, s.a. D.4. Medical device expiration date: 2019-12-31. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson, s.a. G.5. PMA / 510(k)#: k181221. H.4. Device manufacture date: 2018-07-19. H3 other text : see section h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 unspecified bd phaseal¿ optima injectors (n35-o) became disengaged from their respective connectors during the infusion process. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "patient was receiving an infusion. Injector became disengaged from connector during the infusion. Possible tension on tubing upon disconnection of cstd."